Event description:
Related to MFR report # 2183959-2012-02530. It was reported by the plaintiff's attorney that on or about (B)(6) 2011, the plaintiff was implanted with an elevate prolapse repair system "to treat pelvic organ prolapse/or stress urinary incontinence and/or rectocele and/or other conditions". It was also reported that the plaintiff was hospitalized "at various times in or about (B)(6) 2011 through (B)(6) 2012"; had a "sigmoid colostomy on or about (B)(6) 2011", and a "reversal of the colostomy on or about (B)(6) 2012. It was also reported that the plaintiff had a "vaginal exploration, excision of mesh, revision of repair, closure of vaginal mucosa and cystoscopy" on or about (B)(6) 2011. It was alleged that the plaintiff had "bleeding, hematoma, abscess, fistula", "incontinence, sepsis, ischemic compression of the rectal mucosa". It was also alleged that the plaintiff "underwent various procedures" for infection control, drainage, preoperative, post-operative and perioperative care", has "suffered injuries", "pain, scarring, adhesions, urinary and bowel dysfunction, infection and/or inflammation, foreign body reaction, erosion, contraction, hardening, nerve and soft tissue damage, inability to engage in chosen and necessary activities", and has had other injuries and/or damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.